Event description:
It was reported that during implant attempt, pacing impedance = 2500ohms. Test done by medtronic analyzer. The lead was replaced and not used. There were no patient complications reported as a result of this event. The patient's status was reported to be normal.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.